Manufacturer narrative:
(B)(6) 2018. (B)(6) 2018. A follow-up report will be submitted once the investigation is completed.

Event description:
The customer reported that during use, the unit was emitting an odor. The patient was transferred to an alternate ventilator with no harm. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 16oct2018. Date of manufacturer: 09oct2018. Philip's field service engineer replaced the power management (pm) printed circuit board assembly (pcba) and power supply assembly to address the issue. The ventilator passed all testing and operated within the manufacturing specifications.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 13dec2018. The motor controller (mc) printed circuit board assembly (pcba) was returned to philips for evaluation. This alleged issue was caused by the failure of a component on the mc board. Replacement of this component corrected this failure.

Manufacturer narrative:
Date of report: 09oct2018. Date of manufacturer: 26sep2018. Philip's field service engineer (fse) evaluated the device and reported that the unit was emitting an odor. The fse was advised by the philip's product support engineer (pse) to replace the power management (pm) printed circuit board assembly (pcba) and motor controller (mc) pcba to address the issue. The investigation is ongoing.